Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a crack on the display. The customer's blood glucose was 40 mg/dl. The customer had treated herself with milk and granola. Troubleshooting was done. The customer stated that the crack was visible and that she could feel it. The customer stated that the crack was located at the right hand corner of the screen. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.